Manufacturer narrative:
(B)(6). During an unspecified interventional procedure below the knee, a 2mm x 15cm 150 saber percutaneous transluminal angioplasty (pta) ruptured at 8 atm (eight atmospheres). The balloon was changed to another new saber of the same size. The procedure finished successfully. There was no reported patient injury. The rate of stenosis was unknown. There was no problem visually when the device was taken out from its pouch. After a guidewire was crossed the lesion, the saber pta catheter was delivered and inflated when it ruptured. The procedure was for bk (below the knee). The access site is unknown. The size and brand of guidewire and sheath used in the procedure are unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown as well as the type and brand of inflation device. It is also unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel, any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if it was the first time the balloon had been inflated when it burst. It is also unknown if the catheter kinked while being used. It is also unknown if it was removed easily from the vessel and from the other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17178308 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During an unspecified interventional procedure below the knee, a 2mm 15cm 150 saber percutaneous transluminal angioplasty (pta) ruptured at 8 atmospheres (atm). The balloon was changed to another new saber of the same size. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The rate of stenosis was unknown. There was no problem visually when the device was taken out from its pouch. After a guidewire was crossed the lesion, the saber pta catheter was delivered and inflated when it ruptured. The procedure was for bk. The access site is unknown. The size and brand of guidewire and sheath used in the procedure are unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown as well as the type and brand of inflation device. It is also unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel, any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if it was the first time the balloon had been inflated when it burst. It is also unknown if the catheter kinked while being used. It is also unknown if it was removed easily from the vessel and from the other devices.